Manufacturer narrative:
Add'l info: (B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient presented for evaluation of return of low back pain into his left buttock and posterior thigh. The x-rays of the lumbar spine showed that the vertebral bodies were in normal height and alignment. There were plif cages present within the l5-s1 disk space. They appeared to be well maintained without evidence of loosening or fracture. There was excellent bone mass present anterior to the cages. There was evidence of degenerative disk disease, predominantly at the adjacent segment l4-5 1. Fifteen years status post lumbar discectomy 2. Ten years status post anterior l5-s1 fusion 3. Recent increase in low back pain with left lower extremity symptomology 4. Evidence of adjacent segment disease at l4-5 on x-ray. (B)(6) 2008: the x-rays of ap and lateral ls spine films of the patient done previously showed a degenerated disk at l4-5 and his fusion was solid at l5-s1. The other disk spaces appear to be fairly well maintained. His MRI scan showed advanced disk degeneration at the l4-l5 segment with an inter foraminal disk herniation on the left causing obvious neurological impingement. He had a congenitally narrowed spinal canal as well. Doctor recommended a posterior lumbar interbody fusion at l4-5 with a decompression of the left l4-5 neural foramen. (B)(6) 2008 : the patient presented with a pre-operative diagnosis of degenerative disc disease l4-5, left l4-5, left l4-5 foraminal stenosis and status post l5-s1 anterior lumbar interbody fusion. Operative procedure: 1. Left sided l4-5 foraminal decompression 2. Posterior spinal fusion l4-5 with instrumentation and autogenous bone graft 3. Placement of non-segmental instrumentation, l4-5 with pedicle screws bilaterally 4. Posterior lumbar interbody fusion by way of a left transforaminal approach at l4-5 5. Placement of a radiolucent cage through a left transforaminal approach at l4-5 6. Supervision and interpretation of fluoroscopy. A left-sided hemilaminectomy and facetectomy at l4-5 were performed and a decompression was carried out. An annulotomy was created and the annulus was removed piecemeal, with the disk space cleared of all of its residual material, then a 8mm cage was selected, filled with bone morphogenic protein and was impacted into position. This was confirmed in both ap and lateral projections on the c-arm. The screws of appropriate length and diameter were placed at each level and the crews were linked together with a 5.5mm rod. Compression was applied across the system and an excellent fixation was achieved. During the procedure, leopard implants, viper implants and expedium t1 implants were also used. The patient tolerated the procedure well and was moved to the recovery area without any complications. (B)(6) 2008: the patient presented for follow up with eye discomfort. The symptom was aggravated by open lid-light exposure-eye motion. The doctor included vigamox in the medication. (B)(6) 2008 : the patient underwent x-rays of lumbosacral spine with 2 to 3 views for lumbosacral and follow up fusion, which demonstrated that there was narrowing of the l4-5 disc space and there were occasional lumbar spurs. (B)(6) 2008: the patient presented for follow up now 3 months status post his revision lumbar surgery at l4-5. The ap and lateral ls spine films showed a solid fusion developing at the l4-5 level. There has been no interval displacement or failure of fusion. Stable moderate narrowing of l4-l5 and l5-s1 disc spaces. (B)(6) 2008: the patient underwent x-rays of lumbosacral spine 2 to 3 views for follow up of fusion which demonstrated a stable appearance of lumbar spine. Posterior fusion rods bridge l4 and l5 levels. Interbody fusion device at l5-s1 disc space. Intervertebral spacers in l4-l5 disc space. (B)(6) 2009: the patient presented for follow up with left knee pain, the patient was also experiencing local swelling. The patient was advised to avoid activities which exacerbate symptoms. (B)(6) 2009: the patient was injected with teclinetium cardiolite at rest followed by spect cardiac imaging. The patient was injected with teclinetium cardiolite at peak treadmill stress, followed by spect cardiac imaging. Conclusion: normal stress myocardial perfusion scan with ejection fraction and wall motion analysis. (B)(6) 2009: the patient underwent cardiac stress test due to retrosternal chest pain. Impression: well-tolerated submaximal stress c ardiolyte. No significant st-t wave abnormality to suggest underlying ischemia. (B)(6) 2009: the patient underwent an office surgery due to mole on back. The patient described it as hyperpigmented. . The doctor removed the benign lesion on the left trunk via excision. (B)(6) 2010: the patient underwent CT scan of abdomen and pelvis without contrast due to right flank pain. Impression: 1. No definite renal or ureterolithiasis or evidence for obstructive uropathy. Right ureter was slightly more prominent than the left and cannot completely exclude the possibility of a recently passed calculus. 2. Findings in the left upper quadrant likely compatible with multiple accessory spleens or splenosis but a normal appearing spleen was not identified. Additional soft tissue masses anterior abdomen and right lower quadrant identified and could represent additional accessory spleens. A tagged red blood cell scan could be performed to confirm. Cannot exclude the possibility of metastases. (B)(6) 2010: the patient presented with abdominal symptoms, there was radiation to back. The patient described it as stabbing. (B)(6) 2010: the patient underwent a liver spect scan due to accessory splenic tissue. Impression: abnormal liver spect study demonstrating multiple sites of ectopic splenic tissue as described above. (B)(6) 2010: the patient underwent a knee radiograph due to pain which demonstrated a normal right knee x-ray. (B)(6) 2012: the patient presented for follow up with headaches, he had melanoma surgery near the left ear several months ago, and since then there has been a sensation of numbness. It feels like it itches in this area. Near the area of the left temple there was a sudden stabbing sensation - it was not predictable. The doctor planned to prescribe indomethacin and gabapentin. (B)(6) 2012: the patient underwent colonoscopy procedure for high risk colon cancer surveillance and it demonstrated that the entire examined colon was normal on direct and retroflexion views. (B)(6) 2012: the patient presented with prostate check, it was described as chronic. The doctor planned to do a trial of 50mg viagra for ed and increased flomax to 2 pills. (B)(6) 2013: the patient presented with urinary retention/hesitancy, it was described to be chronic. The doctor performed a bladder ultrasound procedure. (B)(6) 2013: the patient underwent a trans-urethral resection of the prostate due to prostatism. The entire procedure was done with electro-cautery and the patient was taken to the recovery room in good condition. (B)(6) 2013: the patient presented with urinary retention/hesitancy, it was described as acute and stable. The patient's bladder was irrigated with 500ml of nss and urine was clear. Multiple clots were gotten out. The foley was removed and the procedure was tolerated well by the patient. (B)(6) 2013: the patient presented for post-op follow up on turp procedure performed on (B)(6) 2013. The patient was recovering well and was instructed to gradually increase activities. (B)(6) 2013: the patient presented with cystoscopy and urinary retention/hesitancy. It was described as acute. (B)(6) 2013: the patient presented with -generic. Progress om scar from mealtal stenosis. In addition, he presented with urinary rete ntion/hesitancy. It was described as chronic and reduced force of stream. The patient was instructed to continue doing iso every other day.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.